Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected alarms noted during testing. Device received with pillowing keypad overlay and minor scratches on case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl which was treated with juices and carbohydrates. Customer was using auto mode feature of the insulin pump. The insulin pump will not be returned for analysis.